Event description:
It was reported that the patient lost therapy due to ipg being inoperable. A such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. (B)(6).

Manufacturer narrative:
The reported allegation the ipg was at its end of life was confirmed. As received, ipg failed to pair with a cp. The uep inductive tool showed eri and eol time stamps had been logged. The device was running the therapy application. Once the eri and eol time stamps were set to zero, the ipg functioned as intended. A longevity calculation confirmed normal battery depletion based on average device usage using the patient parameters provided. When eol is declared, entering a successful programming session will be inhibited and stimulation can not be initiated. As such, this event is no longer reportable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2022 wherein the entire system was explanted to address the issue.